Event description:
Additional/corrected information was received (B)(6)2023: as reported, during transurethral lithotripsy (tul), the user tested the ncircle tipless stone extractor prior to use, and the device functioned properly. At the first attempt of stone extraction, one of the basket wires broke off from the basket wire root (reference MDR report # 1820334-2023-00053). No excessive force was applied. No other device nor a laser was used with the complaint device. Another ncircle tipless stone extractor was opened. The user tested the device prior to use, and the device functioned properly. At the first attempt of stone extraction, one of the basket wires broke off from the basket wire root and the basket shape was deformed (reference this report). No excessive force was applied. No other device nor a laser was used with the complaint device. A third same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected/additional information: b5 additional information: h6: medical device problem code (annex a) h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during transurethral lithotripsy (tul), when the user opened the package of an ncircle tipless stone extractor, it was discovered that the basket sheath was detached from the handle (reference patient identifier (B)(6)). The issue was discovered prior to insertion of the device into the endoscope channel. Another ncircle tipless stone extractor was opened and after the first stone extraction the basket shape was deformed (reference this report). This device was tested prior to use and the basket functioned properly. A third same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Customer phone: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: as reported, during transurethral lithotripsy (tul), the user tested the ncircle tipless stone extractor prior to use, and the device functioned properly. At the first attempt of stone extraction, one of the basket wires broke off from the basket wire root (reference MDR report # 1820334-2023-00053). No excessive force was applied. No other device nor a laser was used with the complaint device. Another ncircle tipless stone extractor was opened. The user tested the device prior to use, and the device functioned properly. At the first attempt of stone extraction, one of the basket wires broke off from the basket wire root and the basket shape was deformed (reference this report). No excessive force was applied. No other device nor a laser was used with the complaint device. A third same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The device was returned to cook in open packaging for investigation. The basket handle will actuate basket and one wire has pulled loose from the basket assembly. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause could not be determined. It is possible that an unknown issue occurred during the procedure that placed enough force on the basket wire to pull it free from the basket cannula, but as the possible issue was unknown. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.